Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). In this case, there was no reported device malfunction. A review of the device history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. .

Event description:
This report is conservatively filed for patient death, assessed by the study physician as remotely device related. It was reported that two mitraclips were implanted on (B)(6) 2009 in the patient with degenerative mitral regurgitation (mr) with anterior prolapse, reducing the mr grade from 3-4 down to 1. On (B)(6) 2014 the patient expired at home while on hospice care. The causes of death listed on the death certificate are marfan's syndrome and congestive heart failure. The study physician assessed the death as remotely related to the device. There was no additional information provided.